Event description:
It was reported that before patient use, the cs300 intra-aortic balloon pump (iabp) unit had a bad lcd screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a bad lcd screen. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The bad lcd screen was repaired by installing a new pcb color video receiver and a new video rcvr cable. Completed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.